Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the sodium electrode part no. 668295 to resolve the issue. Beckman coulter internal identifier is case (B)(6).

Event description:
The customer reported one erroneous patient result generated for na (sodium) on the unicel dxc 600 pro synchron system. The erroneous patient result was not released from the laboratory. There was no change in patient treatment in association with this event.